Event description:
This lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2013. A call to technical services on (B)(6) 2013 states clinician saw some noise in some of the mode switches due to oversensing of the rv on the ra. The physician was dr. (B)(6) at (B)(6) system. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).